Event description:
On 1/15/97, a pt scheduled for surgery was retested for htlv I by the htlv assay for a non-reactive result. The test was performed allowing a reactive result received during autologous donation of two donor units for her surgery. The units were screened at an alternate facility. The screening test was positive using assay and the western blot was positive for three bands, p24, p28, gp21e. No further pt info is unk. The lab then retested the sample and a segment from each of the donor units by the htlv I assay for non reactive result.

Manufacturer narrative:
The returned sample was tested with a file kit of catalog #9a20, lot #23262m101. A sample of the original donation that tested as positive with the ortho eia htlv I assay and was positive by western blot was not available for testing by abbott. Samples dated jan. 15, 1997 and jan. 17, 1997 were tested by abbott and found to be non-reactive with the abbott htlv I eia. Further testing of these samples by western blot showed the presence of p24 and p28 bands. The interpretation of the presence of only p24 and p28 bands was indeterminate. The return sample from jan. 17, 1997 was tested with abbott htlvi/htlv ii eia and found to be non-reactive. When tested by ripa, no bands were detected. Based on this investigation, the samples from jan. 15, 1997 and jan. 17, 1997 are non-reactive for anti-htlv I. The abbott htlv I lots 21526m301, 23456m301, and 23262m201 were reviewed against historical masterlot release data, and performance of these lots with known anti-htlv-I positive samples was evaluated. These lots showed performance consistent with historical masterlot performance and demonstrated acceptable performance with commercially available htlv-I positive samples. This is the final report.